Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the tip broke off. The root cause is attributed to wear out. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required is not etched on the instrument. The instrument appears to be extremely old and exhibits moderate damage. A two-year search of the complaint database found no additional reports for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hook of the srom sleeve extractor body broke off.